Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge was observed to drop suddenly. Review of the pump history during troubleshooting with tandem technical support showed the pump battery gauge dropped from 40% to 5% while connected to a power source. The customer's blood glucose level was 93 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.